Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding & av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Right heart failure is a potential event that may be associated with use of the product. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported events include the patient's supratherapeutic inr, the patient's past medical history of right ventricular failure, and other related comorbidities. There are patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted for treatment of anemia related to gi bleeding. Upon admission the patient's international normalized ratio was found to be supratherapeutic. An esophagogastroduodenoscopy (egd) was performed and revealed gastritis and esophagitis. The patient received three units of packed red blood cells during his admission. The patient was also found to have large amount of ascites and had a paracentesis performed (x 2) removing a total of seven liters of fluid. He was subsequently diagnosed with right ventricular failure and was placed on dobutamine. The patient remains on aspirin 325 mg and warfarin for anticoagulation. He was discharged home on (B)(6) 2015 on a continuous dobutamine infusion and is now listed status 1a with unos due to right ventricular failure (listed for a heart/kidney transplant). Of note, patient was listed for heart/kidney prior to being implanted with the vad in (B)(6).